Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to the (B)(6) 2013. Multiple manual power ups mainly of 10 minutes duration were observed in the device memory between the (B)(6) 2013 and the (B)(6) 2015. The pad-pak became depleted during this time and further pad-paks were installed. The device user accessible memory was erased prior to the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this would not affect the ability of the device to deliver therapy as demonstrated during the investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.